Event description:
The device was used during an unknown procedure. It was reported by the affiliate that the instrument jammed. There was no pt consequence.

Manufacturer narrative:
H6; code 100: insufficient cartridge tube crimp. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to the cartridge tube crimp which had yielded. The instrument was received with a yielded cartridge tube crimp and with excessive dried body fluids in the cartridge assembly. No functional testing could be performed due to the yielded cartridge tube crimp. The instrument was disassembled and the tube was found to have been insufficiently crimped and this was due to an assembly error. The assembly management has been notified of this incident and product inquiry will monitor for additional occurrences. Co strives to understand each incident as it occurs in order to continuously improve products.